Event description:
The physician intended to use a resolute integrity device. It was reported that the device became stuck on the guidewire during the attempted delivery and was subsequently removed. The device was returned to the manufacturing facility and the stent was observed to be damaged. Evaluation summary: the stent was positioned between the inner shaft markers as per specification. The proximal end was damaged. The balloon folds on the proximal end of the balloon were partially opened. The inner shaft was bunched and twisted. The inner shaft was detached from the distal side of the wire entry port. There was evidence of stretching at the break point. The transition tubing was stretched and twisted. The procedural guidewire was stuck within the device and could not be removed. There was no damage observed on the wire.

Manufacturer narrative:
(B)(4). Results: (root cause of reported event is unknown, however was most likely procedural related). Conclusions: operational context contributed to event (root cause of reported event is unknown, however was most likely procedural related).